Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 108 was not reproduced or confirmed. Evaluation instead experienced system error 105 at power up. System error 105 was confirmed during a review of the device event history log caused severed motor mount screws. The failed motor assembly, including the screws, was replaced.

Event description:
It was reported that a spectrum pump displayed system error 108, which was determined during evaluation by baxter to be a system error 105. It was also reported there was no patient injury.